Manufacturer narrative:
The user was unable to receive a signal in the placement guide and can't palpate the sensor at all.the user stated she already tried 3 times and this is her third transmitter to troubleshoot the issue, but the issue persisted. The user was referred to their hcp to discuss next steps, such as a sensor removal and replacement.

Event description:
On 22 october 2024,senseonics was made aware of an incident where user was unable to receive a signal in the placement guide and can't palpate the sensor at all.the user stated she already tried 3 times and this is her third transmitter to troubleshoot the issue, but the issue persisted. The user was referred to their hcp to discuss next steps, such as a sensor removal and replacement.